Event description:
It was reported that the patient presented experiencing syncopal episodes. The pulse generator interrogation resulted with the message -an error in pacemaker software has occurred- with options to continue or end session. Interrogation was attempted two more times without success. Due to unknown battery status and the inability to communicate with the device, a download was not attempted.